Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected, the kink resistant tubing and strain relief were not present as the pump was cut down to the pump block. No leaks were identified. The pump was functionally tested and performed within specification. Product analysis was unable to confirm a device malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a cylinder connection tube failure. A new inflatable penile prosthesis pump component was implanted. Additional information received indicated the patient presenting symptoms noted a device malfunction. No further details were available.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a cylinder connection tube failure. A new inflatable penile prosthesis pump component was implanted. Additional information received indicated the patient presenting symptoms noted a device malfunction. No further details were available.